Manufacturer narrative:
Technical services reviewed and analyzed the data and confirmed that normal battery depletion was observed.

Event description:
It was reported that during a routine follow-up, premature battery depletion was suspected. There was a decrease in the battery's longevity from five months remaining to less than one month remaining. The device did not emit any alert; therefore, the hcp (health care provider) was questioning how that was possible. A copy of device memory was saved and submitted for analysis. Technical services discussed that a voltage alert was not triggered. A voltage alert is triggered under specific circumstances, which this device appears not to have. Engineering review of the data confirmed the device has no resets and no abnormal faults. The device battery appears to be depleting normally. No adverse patient effects were reported.

Manufacturer narrative:
The device currently remains implanted. Should further information be received, this report will be updated.

Event description:
It was reported during a follow-up, the device was showing premature battery depletion. The data is being reviewed by technical services to determine the longevity of the battery. No further information has been received at this time. No adverse patient effects were reported.